Manufacturer narrative:
The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer explained that segments on the display are able to be seen, but that the 'right eight' on the display is not as bright as the other segments.

Manufacturer narrative:
The patient¿s meter was returned for investigation. During the investigation, the meter passed the display check and the complete display works properly. No root cause or any other evidence for missing segments, flags or warnings were found. The mentioned problem could not be reproduced during the investigation. The customer material meets the specification.